Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the physician noted a sudden decrease in the estimated longevity since the last follow up, but the specific time frame in which this change was observed was not specified. Consequently, the physician decided to explant and replace the device. At this time, there is no evidence that suggests data analysis was performed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device was discarded by the explanting hospital, so it is not available for return and subsequent analysis.